Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus was found to not work correctly with no visible sign of damage. It was also noted that the printer did not work correctly. The left and right lower bullets were broken. The left and right keyboard hinges were broken. Errors in the software history were found. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.